Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The end user states that the cannula broke off in a bottle of insulin. After the end user inserted the cannula into the insulin bottle to withdraw insulin, she noticed the cannula was missing. The end user states that she believes the cannula is inside the insulin bottle although she is not certain because of the color of the insulin. No pt injury.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.